Manufacturer narrative:
The device was received not deployed; the pink slide was not moved forward and visible in the viewing window. Data downloaded from the device shows that first prime ended prematurely at 21 pulses, and was deactivated at 32 pulses; the device did not run enough pulses to deploy the needle mechanism. Rotational sensor abnormalities were observed in the download data which caused first prime to end earlier than expected. Observation of the drive mechanism found contamination and damage on the commutator cap. This contamination caused discontinuity between the commutator cap and rotational sensor springs, leading to the intermittent rotational sensor readings. No other damage or defects were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.